Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged connectivity issues between the ilet and a dexcom g7 cgm, resulting in loss of cgm-pump communication and a decision to switch to the abbott 3 plus sensor; glucose data shared indicated elevated averages, high variability, and reduced time in range, and the user¿s caregiver requested assistance and retraining. Symptoms included hyperglycemia without reported hypoglycemia requiring assistance, injuries, or hospitalization. Outcomes included user and caregiver frustration and interruption of automated insulin dosing due to failed pairing and communication. Investigation included support troubleshooting, education, and plans for hands-on assistance during the transition to the abbott sensor. Investigation of this case revealed a pairing failure with the g7 and unresolved connectivity, with no alerts or alarms reported, consistent with previously documented cgm integration and pairing challenges. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure related to cgm pairing and connectivity, with contributory use environment and integration factors.